Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Medical records were received from legal. During review of the patient fact sheet it was noted that the patient had asr implanted on (B)(6) 2008 which was removed on (B)(6) 2008 due to infection. It is unknown at this time which exact devices were removed.